Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the humeral shaft fracture. During the surgery, the 2 mm endcap was inserted only halfway. The 0 mm endcap was inserted instead at the discretion of the surgeon. The surgery was completed successfully without any surgical delay. The patient status was stable. No further information is available. Concomitant device reported: unk - screwdriver: (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for (1) ti multiloc end cap f/multiloc nail/2mm extension-sterile. This is report 1 of 1 (B)(4).